Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Conclusion: failure observed during analysis. Final analysis found an insulation abrasion breaching the outer insulation at 5.9 cm to 6.3 cm from the connector pin. Surface abrasions were also noted at 3.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.